Event description:
It was reported that the lead had dislodged. The lead was explanted and replaced.

Manufacturer narrative:
(B)(4). The damage found was sustained during the surgical procedure. (B)(4).